Event description:
Regarding airseal device, when hooked up to trocar and fully insuflated, switched from insuflation to airseal then began alarming and stating, "insufflation too high". Surgeon replaced trocar with a new one and connected original airseal tubing to new trocar and alarm continued. Surgeon switched to new insufllation device at this point.